Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room director reported that approximately after 11 months of implantation of an intraocular lens (iol), explanted intraocular lens with a patient reason of intense glare and a clinical reason of severe visual disturbance due to lens. The lens was replaced with another lens. Additional information was requested, but no further information available.